Event description:
It was reported that the pt fell on (B)(6) 2011 and since the fall had not been able to receive a stimulation sensation. The pt fell directly on her implantable neurostimulator (ins) site. There was bruising and swelling over the ins site. The ins reportedly had also felt different. Palpation did not cause stimulation changes. An impedance test was done for all 16 of the pt's electrode. Each electrode was out of range and a revision would be scheduled. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).